Event description:
It was during the procedure, the subject guidewire was torn approximately in the distal to middle third during an intervention in the microcatheter. The procedure was completed as no clinical consequence to the patient reported as a result of this event. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker / returned to manufacturer on- updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the returned subject guidewire was noted to be broken/fractured approx. 210 cm from the proximal end and the subject guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx., 50 cm from the proximal end. A functional inspection was not required due to the damage to the subject guidewire. The reported guidewire broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was severely tortuosity. During analysis the guidewire was noted to be broken/fractured approx. 210 cm from the proximal end. The ptfe was seen to be peeling approximately 50 cm from the proximal. It is possible the patients anatomy and the torque device may have been pulled causing linear damage. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the analyzed 'guidewire ptfe coating peeling' as the defect appears to be associated with handling of the product or portion of the product during preparation.

Event description:
It was during the procedure, the subject guidewire was torn approximately in the distal to middle third during an intervention in the microcatheter. The procedure was completed as no clinical consequence to the patient reported as a result of this event. No other information was provided.